Event description:
The customer's mother reported that, the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 590 mg/dl. The mother stated that, the insulin pump was alarming no delivery even after the customer changed the infusion set. The mother also stated that, the infusion set was being inserted without the insertion device. The mother was on her way back to the hospital during the phone call and no troubleshooting was performed on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.